Manufacturer narrative:
Corrected data: type of reportable event corrected (updated b1).

Event description:
Additional information received indicated that the problem was resolved by changing the tracheostomy tube.

Manufacturer narrative:
Device evaluation a sample was received along with two images to perform an investigation. A visual inspection of the returned tracheostomy tube found it to be in used condition. Functional testing was performed using a leak test. The unit was inflated, and it was visually inspected. The tube inflated and no leakage was observed. The unit was submerged under water and followed by massaging the tube, squeezing the balloon, and moving the airway line back and forth. Still no leakage was detected. Root cause could be determinate since the complaint was not confirmed. A device history record (DHR) review was performed, and no issues were noted during manufacture.

Event description:
It was reported that the tube was found leaking on the connector following the ventilator alarming.